Event description:
During a surgical urology procedure the proximal guidewire broke within the ureteral stent, which then snagged. The surgeon cystoscopically removed both the stent and the remaining guidewire piece. A negative retrograde urethrogram and direct visualization of normal ureter was performed. A new guidewire and stent were then placed without further event. Pt was undergoing a ureteroscopy with laser lithotripsy and double j stent placement for kidney stones.